Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the balloon bursts (occured twice). The patient is accustomed to this catheter. The patient had to go to the hospital to introduce a new catheter.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation and the corrected product issue of malfunction. After receiving this complaint, we searched for other complaint and we didn't find other complaint on the lot number 6059763. Checking the quality databases revealed no anomaly in connection with the described defect. Unfortunately no sample is available from the customer and we cannot go further than the documentary investigation which didn't reveal any anomaly recorded during production. From experience, silicone balloon bursting could come from various causes. In this cases we can not identify any specific root cause as unsufficient information has been provided to do so. No other corrective action will be implemented as the specific trend for balloon issue and this product family is considered acceptable.